Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in capture/pacing threshold, decrease in r-wave amplitude, decrease in impedance, and no capture at six volts. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.